Manufacturer narrative:
The device is not available.

Event description:
It was reported that during m1 severe stenosis case the operator placed guide catheter to ica (internal carotid artery) c1 and then used the guidewire to deliver balloon to the lesion to pre-dilate. Then delivered microcatheter to the location and prepared to deploy stent (subject device). Flushed and delivered the stent (subject device). After the stent (subject device) went into microcatheter resistance was encountered. When the stent (subject device) was advanced for 10 centimeters it was stuck. After several tries the stent (subject device) could not be advanced so the operator tried to withdraw it but the stent (subject device) was stuck at the tail of microcatheter. The operator withdrew the microcatheter to get the stent (subject device) out but the stent (subject device) was not found. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During the visual inspection, it was found that only the microcatheter was returned. The stent delivery wire (sdw) was not returned. The stent introducer sheath was not returned. The stent was not returned. The significant amount of blood within the returned microcatheter was noted. Functional inspection to test the following defects: stent was difficult/unable to advance or pullback through catheter, stent deployed prematurely during use, stent difficult/unable to transfer was not performed as the stent, sdw and stent introducer sheath was not returned. The returned microcatheter was flushed several times and the mandrel was advanced to remove the stent (as per event description: ¿after the stent was advanced for 10cm it was stuck. After several tries the stent could not be advanced so the operator withdrew it but the stent was stuck at tail of microcatheter. The operator withdrew the microcatheter and the stent together); however, there was no stent found inside the microcatheter. The microcatheter was cut during the test. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported stent difficult/unable to advance or pullback through catheter, stent deployed prematurely during use, and stent difficult/unable to transfer could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because only microcatheter was returned. Additional information received indicated that the device was prepared for use as per the directions for use, there was no damage noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition during preparation/prior to use on the patient and continuous flush was set up and maintained throughout the clinical procedure. The returned microcatheter was flushed several times and the mandrel was advanced to remove the stent however, there was no stent found inside the microcatheter. The microcatheter was cut during the test. The presence of dried blood in the hub is an indication that insufficient flush might have been a factor in this complaint. The event description indicated that the stent was being used in a stenosis case which is not recommended. The stent dfu states "the neuroform microdelivery stent system is authorized by european law for use with occlusive devices in the treatment of intracranial aneurysms". While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned.

Event description:
It was reported that during m1 severe stenosis case the operator placed guide catheter to ica (internal carotid artery) c1 and then used the guidewire to deliver balloon to the lesion to pre-dilate. Then delivered microcatheter to the location and prepared to deploy stent (subject device). Flushed and delivered the stent (subject device). After the stent (subject device) went into microcatheter resistance was encountered. When the stent (subject device) was advanced for 10 centimeters it was stuck. After several tries the stent (subject device) could not be advanced so the operator tried to withdraw it but the stent (subject device) was stuck at the tail of microcatheter. The operator withdrew the microcatheter to get the stent (subject device) out but the stent (subject device) was not found. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.